Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls were within acceptable range. It was verified that the substrate was covering the top of the beads on the exit ramp. The ccc specialist directed the customer towards the diagnostics screen and priming was performed. It was determined that there was air in the syringes and the water level in the bottle was lower than straws in the bottle. The customer added the water and primed the syringes. The immulite 1000 instrument has the water level indicator and an optical sensor for the water bottle, therefore, low water should have triggered a low water message. The customer stated that there were no messages related to the water supply being low or empty. The bottle is currently replenished and full. The ccc specialist offered to dispatch the service at the customer site to address the issue with optical sensor with the water bottle, however, the customer declined the service. The customer stated that he will be replenishing the water bottle daily and checking it frequently moving forward. He will make sure that the wash and water are adequately filled. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and stated that lack of water in the system would affect how the sample is washed and may contribute to the error result in calculation. The cause of the discordant, falsely elevated turbo ipth result on fifteen minute sample draw and calculation error on ten minute sample draw is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated turbo intact parathyroid hormone (ipth) result was obtained on fifteen minute sample draw for a patient undergoing intraoperative pth surgery on an immulite 1000 instrument. The fifteen minute sample result was reported to the physician(s), who questioned it as the result was expected to be lower. The customer had also run ten minute sample draw, which resulted as "calculation error" due to the low counts per second (cps). The customer repeated the ten minute sample draw and the cps was still low. Prior to running the ten and fifteen minute samples, the customer had run baseline and five minute samples on the same instrument, which were acceptable and reported to the physician(s). The physician stated that he was only going to use the results of baseline and five minute sample draws and did not require results of ten and fifteen minute sample draws. After troubleshooting the instrument, the customer repeated the ten and fifteen minute sample draws, which resulted lower. The customer called the physician(s) to inform about the corrected results, however, the physician stated that the baseline and five minute results were sufficient. The surgery was not prolonged as the physician only used baseline and five minutes samples for monitoring the surgery. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated turbo ipth result.